Event description:
Information received from the field does not address the patient's clinical status but notes 257 ohms unipolar ventricular lead impedance. Bipolar impedance was 446 ohms, but the device was in unipolar due to autocapture being enabled. Capture and sensing thresholds were steady. The lead will be monitored.